Event description:
It was reported that via merlin.net transmission, non sustained lead noise due to post paced t wave oversensing on ventricular channel was observed. Programming changes were recommended. Patient was asymptomatic.